Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer's nurse stated that the customer was still in the intensive care unit and not responsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.